Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, pacing inhibition, and high out of range pacing impedances, measuring greater than 2000 ohms. The patient didn't experienced asystole. Subsequently, a revision procedure was performed and the ra lead was surgically abandoned and replaced. The ra lead was tested on the pacing system analyzer (psa) and the out of range measurements were duplicated. No additional adverse patient effects were reported.